Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by cgm on the morning of (B)(6) 2017. There was a 6 unit bolus requested three hours before low bg levels occurred, but the request was terminated by an occlusion alarm. Only 1.7217 units was delivered. Two other bolus requests were terminated by occlusion alarms on (B)(6) 2017. Customer conducted cartridge change to correct occlusion alarms. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the supplies were changed and insulin delivery was resumed. The customer's blood glucose (bg) level was 166 mg/dl at the time of event. Additionally, the customer reported a low bg level of 67 mg/dl. Reportedly, the low bg occurred in the morning hours and the customer was aware that bg level may be lower during that time. The bg level was addressed by the customer consuming carbohydrates.